Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7085467 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7085551 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient developed an infection. It was noted that the spinal cord stimulator (scs) device in the patients back was pulling on him and the metal was causing pain. The patient also experienced inadequate pain relief and pain at the implant site which felt like a burning sensation of a cigarette. This occurred whether stimulation was turned on or off. The patient will undergo an explant procedure.